Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned vascular treatment. The procedure was delayed less than 20 minutes. The procedure was completed without performing 3d. The philips field service engineer (fse) inspected the system onsite and identified that the software displayed an error message when system booting up. Upon troubleshooting actions, fse identified that the hard disks were full. Fse deleted the patient data, but issue persists. Later, fse found that the system did not initialize the software due to corrupt software. To resolve the issue, fse reinstalled the software, os and application. After reinstalling the software, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer reported that the software displayed an error during boot up. This issue occurred during the vascular procedure, which was completed without performing 3d with minimal delay. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.